Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer resolved the issue by either changing the cartridge only or by changing pump supplies and resuming insulin therapy.